Event description:
Baxter received a customer complaint involving a device reservoir that ruptured during patient use. The device was filled with 560 mg of tobramycin in 250 ml of naci. It was reported that no patient injury or medical intervention resulted from this incident. The device was immediately disconnected from the pt after the reservoir ruptured.